Event description:
It was reported that while this device was being used to dilate a tight calcified lesion, the balloon of this device burst. There has been no claim of injury related to this event. The device is being returned for analysis.